Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The surgeon reported two different episodes of mis-fires (not all fastener connectors were engaged) on the same patient. There was no patient injury and no blood loss. It's assumed that medical intervention (suture?) Was used to complete the procedure because the tp was malfunctioned.